Event description:
It was reported during bph procedure at 5 joules of use the fiber energy was going out of the end of the laser fiber. The procedure was completed using a second fiber. Patient outcome: "stable" reported. No injury to the patient was reported.

Manufacturer narrative:
User facility report number: (B)(4). The device is not available for analysis.

Event description:
It was reported that after 5000 joules of use, the aiming beam was emitted from the tip of the fiber. The laser was not fired but if it had it would have potentially emitted from the tip of the fiber rather than the side as intended. There was no reported patient injury.